Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had a blood glucose (bg) level of 253 mg/dl. A bolus via the pump was delivered and the bg level had stabilized. A pump system check was performed and no device issues were identified. The customer declined to remove the infusion set site. The customer acknowledged that the high bg was not due to the pump, due to not counting the lunch carbohydrates correctly and work stress.